Event description:
Edwards received notification of a sapien m3 mitral valve procedure complicated by a pericardial effusion requiring intervention. The valve was successfully implanted; however, immediately following deployment, a significant pericardial effusion was identified, and the patient required emergent stabilization on the table. The team promptly assessed the effusion and prepared for pericardiocentesis while maintaining hemodynamic stability and alerting the surgical team. Imaging suggested the safari wire may have been entangled within ventricular structures (e.g., papillary chords or trabeculae) and, upon release during balloon inflation, exhibited a whip-like motion that likely resulted in left ventricular perforation or laceration. Retrospective review also indicated abnormal valve orientation during positioning, potentially due to wire or device entanglement that later released. Pericardiocentesis was performed with drain placement to remove pericardial fluid. Surgical intervention was not pursued due to patient risk and comorbidities. Despite intervention, the patient expired on the procedure date.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.